Event description:
It was reported the cs300 intra-aortic balloon pump (iabp), had a leak in iab circuit message while in use on a patient. There was no harm or injury to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer inspected the iabp and confirmed the error in the system. After testing the unit fse found no issues. Fse performed a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, is cleared for clinical use, and was returned to the customer.

Event description:
N/a.